Manufacturer narrative:
The device has not been returned; a retained sample from the same lot number was pulled and evaluated by product analysis on 03/14/2014 with the following findings: during testing, the cartridge was found to cycle appropriately and the cartridge filled without any air bubbles being formed. A cartridge leak test was performed with no leaks observed from anywhere on the cartridge. A cartridge force test found that the cartridge forces were within specifications.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 21 mmol/l with extreme thirst, crankiness, and muscle aches. The reporter indicated that the pump was emitting multiple loss of prime warnings; the reporter indicated that the there was no power loss, the cartridge cap was not loose, there was no change in temperature or force and the cartridges were prepared per the instructions for use. The reporter was advised to try using a cartridge from a different box to resolve the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation of multiple loss of prime warnings.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.